Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the end of the pulse field ablation procedure with farawave catheter, the patient experienced an st elevation. The physician requested an ic physician to come assess the rca via contrast with a diagnostic catheter; no further interventions were done other than taking contrast images. The patient is expected to fully recover. The device is not available for return due to disposal.